Event description:
In the progressive care unit (pcu), a heparin infusion, standard concentration of 25,000/500ml was programmed and a 4,000 unit bolus (80ml) was started. When the nurse returned 10 mins later, the bolus was still infusing with the pt receiving 12,000 units instead of the 4,000 units that was intended. Pt was also to receive a continuous drip of 900 units per hour. Facility biomed tested the pump and it displayed no problems. Requesting an eval of the events documented in the pump event log. The heparin drip was stopped as soon as the over infusion was identified. Ptt's performance at 15:18 and 17:19 were elevated. Ptt performed at 20:37 was within normal limits. The pt was discharged home without any further incident. No additional info was available.

Manufacturer narrative:
(B)(4). The event log review determined the following: at 3:38 pm, heparin (25,000 units/500 ml) was selected from the drug library. The user then entered a rate of 900 ml/hr with a vtbi of 450 mls. After confirming these parameters, the user received a guardrails warning of the dose exceeds the maximum limit, the user chose yes to proceed. The user then immediately programmed a bolus (80 mls) to be delivered at 4,000 units/hr. When the bolus completed, the infusion switched over to the previously programmed infusion parameters (900 ml/hr; vtbi=370). At 3:34 pm, the heparin infusion was stopped. Total volume of heparin delivered, including the bolus, was recorded as 239.7 mls. The over infusion of heparin was due to the user entering a flow rate of 900 ml/hr instead of a dose rate of 900 units/hr. This resulted in the device delivering 239.7 mls, including the bolus dose, in approx 16 mins.